Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during patient follow up, a CT scan identified an occlusion. It was reported that the left side of the graft became occluded, with the occlusion beginning at the flow divider and extending through the external iliac artery. Blood flow is then resuming in the femoral artery. The physician attempted to perform a thrombectomy, but was unsuccessful and a fem-fem bypass was performed instead. The issue was resolved. Per the physician, the cause of the event is uncertain but the physician noted that the occlusion may have originated at the narrowing at the proximal left common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.